Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app crash alert occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Data was evaluated and the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that an app crash alert occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).